Manufacturer narrative:
H6. Codes: updated. Device evaluation: the complaint could not be confirmed as the reported device was not returned for evaluation, and there was no evidence provided for problem confirmation. Based on a review of service history and information provided by the customer, we are unable to determine a probable cause. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had high temp alarm, and the screen was distorted. The customer stated that they believed the screen could have been physically damaged and were questioning if that could have led to the alarm issue. There were no patient harm or adverse events reported due to this event.